Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle broke off of the pen when the plunger was pressed down with force, and insulin "sprayed everywhere". The following information was provided by the initial reporter: "caller reported that she filled syringe with insulin and then was attempting to push the plunger to see insulin drops come out at the top and she wasn't able to push it. She then went to her sink and pushed the plunger with more force and reported that the needle flew off of the syringe and into her garbage disposal and insulin sprayed everywhere approximately a week ago."